Manufacturer narrative:
Date of event is estimated. Further information request but not yet received.

Event description:
It was reported that the patient¿s ipg was explanted in (B)(6) 2023 for an unknown reason.

Manufacturer narrative:
Additional information indicates that removal/replacement of the device is elective to have an MRI performed as the patient was not implanted with MRI conditional system required for patient¿s imaging needs. The device is no longer reportable.

Event description:
Additional information indicates that removal/replacement of the device is elective to have an MRI performed as the patient was not implanted with MRI conditional system required for patient¿s imaging needs. The device is no longer reportable.